Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer declined to continue troubleshooting from tandem technical support. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.